Event description:
Information was received from a manufacturer representative (rep) regarding an internal device. Per caller, patient (pt) had their scs stim turned on for the first time last friday ((B)(6)). Some time after this, the pt started to experience a rash all over their back. Tss clarified that this was not just in the area of the implantable neurostimulator (ins) but all over their back. The caller was contacted this morning about this and advised the pt to turn off stim for now and to consult with their healthcare provider (hcp). Tss reviewed adverse events from ifp that could be related (infection, allergic reaction) and to consult with hcp for next steps. Per caller, pt was hospitalized right after implant for pneumonia for several weeks and only recently had their stimulation turned on as of (B)(6). When asked if the pneumonia was related to the scs implant procedure, caller did not know. Tss reporting issue out of caution. No device issue alleged.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp) stating the cause of rash and pneumonia was unknown. They state it could be a possible reaction to the meds used to treat the patient's infections in hospital. Actions taken include the patient seeing an allergist and being prescribed steroids. Now, the rash has not resolved. Steroids have been minimally effective, and the patient is scheduled to see their allergist again in five days.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp) stating that the patient had rotavirus, pneumonia, and a urinary tract infection. Per hcp, these were not related to the device. Allergy testing was performed and negative. The rash resolved, and this was assumed to be a reaction to the antibiotics. ***this event is no longer a reportable event. MDR decision corrected to not reportable. No additional supplemental mdrs are required unless additional information received makes the event reportable. Due to gch functionality, the complaint flag cannot be flipped to 'no' as a regulatory report exists in this pe***